Manufacturer narrative:
One 5.5 footprint ultra pk suture anchor assembly was returned for evaluation. The complaint stated: ¿the anchor was implanted, then the handle was removed, but the anchor went out together with the handle, and three times was tried¿. The device was returned with one strand of suture. It is caught in the barbs of the outer anchor component and twisted around the anchor. The anchor is damaged as well. Functional evaluation confirmed that the inner shaft would not advance or retract. The torque limiter does not produce an audible click as it is no longer engaging the threads of the shaft. The torque limiter has been rotated counterclockwise to the point where the inner plug became disengaged. No root cause related to the manufacturing process can be established.

Event description:
It was reported that during a surgery in (B)(6) hospital, the anchor was implanted , then the handle was removed, but the anchor went out together with the handle, and three times was tried. Finally, a same code number device was used to complete the surgery. No patient injury reported.